Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope did not allow images to be viewed as they were grainy. There were no reports of patient involvement.

Event description:
It was reported that the video telescope did not allow images to be viewed as they were grainy. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to provide a correction to g4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video telescope did not allow images to be viewed as they were grainy. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, meniscus of the r-unit (charged coupled device) section is broken, and the video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure: -the video cable is broken and therefore there is smear in the image. -the heater flex board of the insertion section is broken and therefore the heating function is not given properly. -the meniscus of the r-unit (charged coupled device) section is broken and therefore the image quality is poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.